Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: MDR 9610905-2018-00059 and MDR 9610905-2018-00060. Reference exemption number e2017029.

Event description:
It was reported that screws were found no longer fixated in mandibular bone during the consolidation period of a distraction case. The product was removed. Doctor felt adequate consolidation had occurred post-distraction and no additional fixation methods were used.

Manufacturer narrative:
The stereo microscope investigation revealed surface damage but no cracks. Further investigation determined there were no indication of material or manufacturing defects observed. The review of the device history records was performed on the lot number identified. The root cause for the failure cannot be determined. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.